Event description:
Right knee prosthetic joint infection treated with I&d and liner exchange (source: simplex hv study). Of note, an event of right knee clicking was noted to have started as of (B)(6) 2017.